Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the femoral component. Loosening interface occur at the bone to cement medially and laterally at the implant to cement. Cement manufacturer is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.